Event description:
Erroneously elevated troponin (accu tnl) results from 2 differenet pt samples that were generated by the access 2 instrument. An initial accu tnl result from pt a and 0.60 ng/ml. The pt a result was questioned by the physician. The customer re-tested the pt a original sample for accu tnl. The accu tnl repeated result was 0.05ng/ml. After obtaining the lower result for pt a, the customer checked accu tnl from other pts tested in 2006. The customer indicated that an initial accu tnl result from pt b was 0.77ng/ml upon repeat. The customer did not receive any report of pt injury requiring med intervention or change to pt treatment attributed to or connected to this event.